Event description:
He tested 185mg/dl on the device and took 35 units of novolin, he states that one hour later he tested 92mg/dl and felt dizzy and sweaty. He reports taking sugar and laying down. He woke up the next morning and tested 206mg/dl and took his normal 35 units of novolin and 40 units of novolog. He states that he obtained a result of 257mg/dl 2 hours later. No adverse event reported and no medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.